Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection of the heater line from the heater bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill two of five of peritoneal dialysis therapy. During troubleshooting, it was discovered that the heater line had disconnected from the heater bag. The technical service representative (tsr) explained the alarm and instructed to cycle the power on the machine to clear it. The care giver did not see anything that could have caused or contributed to a separation of the connection. The tsr assisted with ending the therapy so the patient could start over again. There was no patient injury or medical intervention associated with this event. No additional information is available.